Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the tail of the sheath leaked air during aspiration when farawave advanced into the sheath. Pressure bag was used for the irrigation of sheath. The bubbles were observed at the sheath shaft. The guidewire was in the farawave guidewire lumen. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned.